Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge.¿ the cause for the failure was isolated to a loose bus bar inside of the battery.¿¿ the root cause of the loose busbar cannot be positively identified.¿there was no death or adverse event associated with the battery malfunction.